Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, one extended opening and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, opening extended is found with the following conditions. Smooth edge on posterior, due to smooth opening, crease sharp edge on posterior assessed, as fold flaw opening, stress marks and wear abrasion. Based on the device analysis, the final assessment is: a opening extended is found with the following conditions. Smooth edge on posterior, due to smooth opening. Crease sharp edge on posterior assessed, as fold flaw opening.

Event description:
This represents the left side.